Manufacturer narrative:
The manufacturer's international service technician was unable to duplicate the reported issue. Review of the device diagnostic history indicated a vent inop occurrence due to a machine and proximal sensor failure reference. The service technician replaced the data acquisition pcb to motor controller pcb cable to address the finding. The device successfully passed performance specification testing.

Manufacturer narrative:
(B)(6). A follow-up report will be submitted once the investigation is complete.

Event description:
The international customer reported the screen turned black then the ventilator alarmed and displayed" machine pressure and proximal sensors failed".there was no patient involvement.